Event description:
It was reported from the us that during a revision procedure an instrument broke. The surgeon used a femoral impactor to help remove the old prosthesis during this process the black plastic head broke off. It was stated that no pieces were left in the patient. The surgeon used the femoral impactor to remove the old prosthesis because he needed to forcibly loosen the prosthesis from the cement; he decided this would be best for this situation. He successfully removed the prosthesis and finished the procedure. The patient's health was stable leaving the or. The agency is inactive, no additional information is available for this patient or event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was received for analysis. Eng analysis completed 07/30/2018 by mb the fractured and deformed impaction surface appears consistent with degradation of the plastic material due to years of normal use and subsequent sterilization cycles. All other aspects of the device appear unremarkable and consistent with years of use. Design: the occurrence rate is less than (B)(4), "very low" according to the frequency of occurrence ranking scale. This does not appear to be design related. Manufacturing: there have not been any other complaints involving parts from this manufacturing lot, which has been in the field since 2000. This does not appear to be manufacturing related. Most likely underlying cause: the broken instrument reported was likely the result of years of normal use and subsequent sterilization cycles, which led to degradation and fracture of the black, plastic impaction component. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. It was stated that no pieces were left in the patient. An investigation was conducted; the broken instrument reported was likely the result of years of normal use and subsequent sterilization cycles, which led to degradation and fracture of the black, plastic impaction component. Information was not provided for: pt. Info.